Event description:
It was reported that the patient received inappropriate shocks. Clavicular crush, lead fracture, high pacing thresholds, insulation, noise, oversensing and impedance anomalies were observed. The leads were explanted. The patient is doing fine after the surgery.

Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 17.5-19.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.